Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 5mm 4cm saberx pta dilatation catheter (.018) ruptured at around nominal pressure, and during retrieval of the balloon into the sheath, the balloon fractured and part of it remained in the body. Surgical removal was performed to complete the procedure as retrieving via endovascular therapy (evt) was difficult. The product was stored properly per the instructions for use (IFU), and there were no difficulties removing it from the hoop, removing the protective balloon cover, or removing the stylet or other sterile packaging components. No kinks or damage were noted prior to insertion, and the device was prepped per the instructions for use (IFU) and maintained negative pressure normally. From the right common femoral artery (cfa) approach, the guiding sheath became caught at an external iliac artery (eia) stenosis and could not be advanced contralaterally to the distal superficial femoral artery (sfa) distal-popliteal target. A non-cordis guidewire was advanced for initial plain old balloon angioplasty (poba), and balloon dilatation with the device was being performed when the event occurred. The intended procedure was limb angioplasty. Target vessel characteristics included severe calcification, slight tortuosity, slight acute angulation, and moderate bifurcation. Access vessel characteristics showed no tortuosity, 0% stenosis, no acute angles, and no bifurcation. The device was not used for a chronic total occlusion (cto). The balloon ruptured at nominal atmospheres and not within a stent. No anomalies were noted after delivery to the lesion. A 50% contrast-to-saline ratio was used. A nipro inflation device was utilized and had been used successfully with other devices. No resistance or friction occurred while inserting the balloon through the rotating hemostatic valve or guide catheter, and there was no difficulty advancing the balloon or crossing the lesion. The catheter was never in an acute bend, and no kinking occurred during use. The product was removed intact in one piece, and no procedural cd was available for review. The device was returned for evaluation. A non-sterile ¿saber 5mm4cm 155¿ was received inside of a clear plastic bag. The product was unpacked and prepared for evaluation. Visual inspection identified that the balloon and the wire lumen were separated. The returned components were examined individually. No additional abnormalities were observed. Functional testing could not be conducted due to the condition of the returned device. Microscopic evaluation of the balloon separation site using a vision system demonstrated edge elongation, surface scratching, and visible fatigue lines. The observed elongation and fatigue characteristics are consistent with material failure resulting from tensile overload. These findings indicate that the device was likely subjected to a tensile force exceeding the material¿s yield strength prior to separation. The reported ¿balloon burst at/below rbp¿ and ¿balloon separated¿ conditions were observed during evaluation of the returned device. The distal balloon segment was received separately from the remainder of the delivery system. While the reported failure modes were verified, the definitive root cause cannot be established based on the available information. Scanning electron microscopy demonstrated elongation, surface abrasions, and fatigue lines on the balloon material, consistent with tensile overload. The device was used in a target vessel characterized by severe calcification, slight tortuosity, slight acute angulation, and moderate bifurcation. These anatomical factors are known to increase localized stress on balloon material during inflation and may increase resistance during withdrawal, particularly following a rupture event. Based on the available information, it is likely that vessel characteristics and mechanical forces encountered during device retrieval after balloon rupture contributed to the observed separation. No evidence of a manufacturing or material defect was identified during analysis. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ according to the safety information of the instructions for use ¿if resistance is felt upon removal, then the balloon, guidewire and the sheath should be removed together as a unit, particularly if balloon rupture or leakage is known or suspected. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Always verify integrity of the catheter after removal.¿ the information available and device analysis do not suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5mm 4cm saberx pta dilatation catheter (.018) ruptured at around nominal pressure, and during retrieval of the balloon into the sheath, the balloon fractured and part of it remained in the body. Surgical removal was performed to complete the procedure as retrieving via endovascular therapy (evt) was difficult. The product was stored properly per the instructions for use (IFU), and there were no difficulties removing it from the hoop, removing the protective balloon cover, or removing the stylet or other sterile packaging components. No kinks or damage were noted prior to insertion, and the device was prepped per the instructions for use (IFU) and maintained negative pressure normally. From the right common femoral artery (cfa) approach, the guiding sheath became caught at an external iliac artery (eia) stenosis and could not be advanced contralaterally to the distal superficial femoral artery (sfa) distal-popliteal target. A non-cordis guidewire was advanced for initial plain old balloon angioplasty (poba), and balloon dilatation with the device was being performed when the event occurred. The intended procedure was limb angioplasty. Target vessel characteristics included severe calcification, slight tortuosity, slight acute angulation, and moderate bifurcation. Access vessel characteristics showed no tortuosity, 0% stenosis, no acute angles, and no bifurcation. The device was not used for a chronic total occlusion (cto). The balloon ruptured at nominal atmospheres and not within a stent. No anomalies were noted after delivery to the lesion. A 50% contrast-to-saline ratio was used. A nipro inflation device was utilized and had been used successfully with other devices. No resistance or friction occurred while inserting the balloon through the rotating hemostatic valve or guide catheter, and there was no difficulty advancing the balloon or crossing the lesion. The catheter was never in an acute bend, and no kinking occurred during use. The product was removed intact in one piece, and no procedural cd was available for review. The device will be returned for evaluation.